Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16oct2020.

Event description:
The medical engineer reported that the power button stopped functioning and they failed to turn off the power. The backup alarm failed error was found in the diagnostic log during review of the error log in the service center. Per service, the technician's evaluation on this unit in the service center shows that the reported issue was not confirmed by operational checks performed. The error logged was checked, but there was no occurrence logged of an error indicating power button failure. While the issue was not duplicated, the user interface assembly needs to be replaced. Review of the diagnostic log found backup alarm failed was confirmed in the error log. While the error was not duplicated by operational checks performed, the cpu board equipped with backup alarm needs to be replaced. The customer reported that the unit was not in use on a patient. The issue was discovered during pre-use check. There was no delay in therapy noted and no medical intervention.

Manufacturer narrative:
Failure analysis on the user interface (ui) assembly shows that the customer's complaint cannot be verified. Test ventilator with returned ui turns on and off normally. No fault was found.

Manufacturer narrative:
G4:18nov2020 b4: (B)(6) 2021. The service technician reported that the device would not turn off was not confirmed, despite operation checking. As a precaution, the user interface assembly was replaced. The error log revealed backup alarm failed had occurred was not duplicated. As a precaution, the central processing unit (cpu) board was replaced. Overall checking, cleaning, run testing, and a function test were performed. The unit passed all test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.